Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer had woken up with a blood glucose (bg) level of (400 mg/dl) the customer took a bolus to stabilize bg level. The customer stated bg level was elevated due to over correcting a bg level of (90 mg/dl) the previous night by drinking orange juice. Troubleshooting could not be performed with tandem technical support (cts) as the alleged issue occurred prior to the customer contacting cts. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.